Manufacturer narrative:
This report is submitted on august 31, 2022.

Event description:
Per the clinic, the patient experienced pain with device use and subsequently was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2022, and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on november,21,2022.